Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7643635, 510k # k040583, UDI#  (B)(4).  Was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar fixation at l2-4 and replacement of screw surgery due to burst fracture. Intra-op, one screw inserted at l2 could not be broken off at the final tightening. There was a possibility that the screw insertion angle was tilted from the outside to the inside too much, and maybe the screw did not come in from directly above when the set screw was tightened, and it was suspected that the screw was cross threaded and the thread got scraped and set screw idled during the final tightening. The screw was replaced with another one and final tightening was performed without problems. There was a delay of less than 60 mins in overall procedure time. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
Additional information: h3 h3. Device evaluation summary: macroscopic and optical examination revealed thread crest/flank damage in the head of the screw. This damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. The above observations are consistent with the misalignment of the set screw when tightened. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Device evaluation summary: the screw neck was rubbed, the screw head was scratched, and the screw head screw thread was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.